Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient received an alert on the mobile device showing his cgm reading was 238 mg/dl the day the sensor was put on the abdomen. His daughter did not use a manual glucometer to check his bg via fingerstick. However, she checked his blood pressure, which was high (exact value not provided), and gave him oral medication for high blood pressure. An hour later, her father started acting strange and became non-coherent. She immediately called 911. When emts arrived, they pricked his finger, but the meter displayed e5, indicating an error. The cgm still showed 238 mg/dl. He was transported to the hospital but left his phone at home. His daughter does not know if any medication or treatment was given during the ambulance ride. In the emergency room (ER), bloodwork was done, and his bg was 996 mg/dl. He was started on an insulin drip and admitted to the ICU. He received six bags of different IV fluids and will remain under observation until tomorrow. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the patient received an alert, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.